Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 750cc mentor memorygel breast implant (right) and a 700cc mentor memorygel breast implant (left) experienced right sided baker grade iii-IV capsular contracture and right sided rupture post procedure. Additionally, left sided ptosis was present. The capsular contracture was diagnosed through a physical examination and the rupture was discovered during explant. Explant and replacement with 790cc mentor memorygel breast implants were performed on (B)(6) 2021. The right sided issues were reported initially under 1645337-2021-09568 on august 25, 2021. On september 16, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.